Event description:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced an extrusion of the device. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.